Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that noise was observed on the egm's. Arm exercises reproduced inhibition and noise on the surface ECG's. High capture thresholds were noted in the bipolar configuration. Lead impedances were normal to high.